Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset was performed and also the act button was sticky. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/liquid-crystal display keypad connector noted. However, insulin pump alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.